Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) declared elective replacement indicator (eri) with a monitoring voltage of 2.74v and a 17.9 second charge time. A few months prior, the monitoring voltage was 2.87v with a 16.9 second charge time. There was a concern the battery depleted prematurely. No adverse patient effects were reported.

Manufacturer narrative:
The local area sales representative reported a replacement procedure would be scheduled. The available information suggests this device remains in service. Should additional information become available this event will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, technicians utilized an engineering level longevity prediction calculation to assess the rate of battery depletion, given the programmed parameters and other data stored within the memory of the device. The results of this calculation indicate that the actual rate of battery depletion fell within an acceptable range. Next, a comprehensive series of diagnostic tests were conducted to verify the performance of pacing, sensing, and recording functions. Having exceeded the engineering longevity prediction, functionally passing all returned product testing, and with no further information to indicate that this device is faulty, we have concluded that this device experienced normal battery depletion.

Event description:
--

Manufacturer narrative:
The device was explanted and returned for analysis. This event will be updated when analysis is complete.